Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 8.20mm x 2.07mm, was returned with the instrument. A review of the provided image is consistent with the alleged complaint regarding a fragment from a fenestrated bipolar forceps instrument that fell into the patient. The images show the fragment being completely detached from the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the single-port (sp) fenestrated bipolar forceps instrument was broken. A fragment fell into the patient, and it was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that all fragments were retrieved as confirmed by visual inspection. The surgical task was grasping. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. There was no report of post-surgical complications, and the patient has not returned to the hospital. The instrument was inspected before use, and no damage was found. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The reporter confirmed that the fragments did not fall inside the patient's anatomy as a result of an instrument collision. The instrument was not removed during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not notice any other damage to the instrument after the event occurred.